Event description:
It was reported that during an x-ray 7 months post-op, an roi-c anchoring plate fracture was identified; the blade was found to be fractured within the vertebral body. The fracture was not observed during x-rays from 3 months post-op. No migration or positional change has been observed, nor have their been any patient symptoms. A revision surgery has not been scheduled.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.